Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the distal left anterior descending artery with moderate tortuosity and calcification. Pre-dilatation was performed and the 3.0 x 12 mm xience pro stent was implanted; however, a dissection was noted. An additional xience pro stent was implanted for treatment and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The xience pro device is currently not commercially available in the us.; however, it is similar to a device sold in the us.